Event description:
It was reported that during the meniscus repair, the t1 and t2 of the fast-fix were deployed simultaneously through the meniscus and left secure in the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, a4, b5, d9, e1 and h6 (health effect - clinical code and health effect - impact code) .

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1, t2 and most of the suture were not returned. A small piece of suture was returned. The actuator is in the pre-t2 position. The needle overmold assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reporting that during the meniscus repair, the t1 and t2 of the fast-fix were deployed simultaneously. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.